Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies. Reportedly, the customer continued to use the current pump for insulin delivery. There was no adverse impact to customer¿s blood glucose level.